Event description:
Following surgery, pt complained something wrong with right leg. One area had a blister and what appeared to be hives. Two other areas appeared swollen but no blisters. Md assessed, silvadene applied. Pt currently receiving care at outside facility for burns on leg.